Event description:
Baxter reports hole in pt line tubing of homechoice set noted after pt rec'd a system error alarm. Affiliate reports no pt injury or medical intervention required as a result of incident.